Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. No other information was reported.

Manufacturer narrative:
The #0 setscrew was not tightened onto the #0 connector of the extension. The setscrew impression on the #0 connector is from the initial implant date of the extension. A longevity estimate was also performed: the parameters were taken from the initial review during check-in. The impedance was unknown so the calculators default impedance of 1000 o was used. The longevity estimate with group a parameters is 13.31 months to eri and 16.31 months to eos. The longevity estimate with group b parameters is 26.16 months to eri and 29.16 months to eos. According to the trace report the ins reached eri in 21.1 months and eos in 22.6 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that during an implantable neurostimulator (ins) replacement surgery, the extension was replaced as all bipolar contacts involving contact 0 were high. Monopolar values involving zero were 7 ,000 ohms while the bipolar combinations were greater than 15,000 ohms. It was noted that the ins was replaced due to normal battery depletion. It was stated that following the extension replacement, the issue was resolved and the impedances normalized. There was no known impact or consequence to the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.